Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead pacing was "failing" and high thresholds were observed. It was also noted that suboptimal lead position was identified as the reason. The lead remains is use. There were no patient complications reported as a result of this event.